Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the rep that the surgeon went to fire the ems instrument and discovered that the legs would not form at all. In addition, the stapler would not release the staple. He pulled the stapler out of the pt and fired it over the mayo stand and had the same result. A new stapler was used to complete the case. There was no consequence to the pt.